Manufacturer narrative:
The ge service rep found a bad pin connection at xray tube cathode connector. He verified ma values were 30% low at hvps sense line. Ma values returned to normal after reseating tube cathode connector. Problem would not return. Ma circuit is functioning properly. The rep ordered a new climax coupling for inhouse replacement.

Event description:
The customer reported that they had a low ma warning message that appeared on the carm display during cases. None of the procedures were adversely affected. No injuries.